Event description:
The customer reported that during insertion of this matryx interference screw for an acl procedure, it cracked when inserted about 50-60% of the way. The surgeon's attempt to back out the cracked screw with use of the driver was unsuccessful. The surgeon was able to retrieve all pieces of the broken screw with some difficulty by using a drill bit, which resulted in a surgical delay of about 55 minutes. The procedure was completed with use of a competitor's device without patient injury.

Manufacturer narrative:
To date, conmed linvatec has not received the screw for evaluation. A follow-up report will be sent upon receipt of this screw and completion of an investigation. The manufacturer has undertaken a review of the manufacturing and lot release records for this product. Results of the mechanical product release tests (torsional and shear strength) done for the final devices in lot s0003784 met manufacturer specifications. In addition, dimensional measurements taken during production met specifications.